Manufacturer narrative:
Investigation summary: one sample was provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. The sample was connected to a syringe with saline solution. It expelled the solution with a normal flow, clogged needle was not confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ needle was blocked. The following was received by the initial reporter: there was no adverse reaction to patient I have the needle and wrapper if need to mail. See below details of event. Report: the nurse in the process of administering hpv vaccine in patient's left deltoid, needle had blockage and did not allow immunization to be administered. No harm done to patient.

Event description:
It was reported that the bd safetyglide¿ needle was blocked. The following was received by the initial reporter: there was no adverse reaction to patient I have the needle and wrapper if need to mail. See below details of event. Report: the nurse in the process of administering hpv vaccine in patient's left deltoid, needle had blockage and did not allow immunization to be administered. No harm done to patient.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.